Event description:
It was reported the customer was experiencing high blood glucose. The caller reported the customer was disconnected from their infusion set, causing their blood glucose to rise. The customer's blood glucose was over 600 mg/dl. The caller also reported the o-ring was detached from the customer's reservoir. The plastic around the reservoir was also broken. It was also found the customer was hospitalized for their high blood glucose. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was 597 mg/dl. It was also found the customer had ketones, nausea and stomach pains, leading to their hospitalization. The caller also stated the customer's blood glucose did not decline with treatment by manual injections. The cause of the customer's hospitalization was from diabetic ketoacidosis. Customer was being treated with fluids for their blood glucose. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.